Manufacturer narrative:
Concomitant medical devices: product ID :8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported the patient's device was removed due to infection. No further information was provided. Follow-up was being conducted to obtain event dates, drug information, other medications taken, pertinent medical history, symptoms experienced related to the infection, diagnostics performed, additional actions/interventions taken, and cause of the infection. If additional information was received, a follow-up report will be sent.